Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump display had rainbow effect and had unexplained no delivery alarm. There was absence of low battery and low reservoir alerts. Blood glucose level of the customer was 241 mg/dl. The insulin pump will not be returned for the analysis.